Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. During percutaneous coronary intervention (pci), a guidezilla¿ guide extension catheter was used to deliver a stent to help treat the target lesion. Upon introduction of the stent into the guidezilla¿ guide extension catheter, intense resistance and difficulty advancing were noted. The guidezilla¿ guide extension catheter was removed out from the patient, however, it was noted that the collar part was almost broken and partially separated. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.